Event description:
The customer reported the system displayed a collimator iris calibration error message and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them to reboot the system. The system rebooted several times with no problems. System operates as intended.